Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar implant procedure under general anesthesia on (B)(6) 2022, and fiducials were administered transperineally. Three days after the spaceoar implant, the patient informed he had gotten sore at the implant site and felt pain, it was sore for two weeks. Over the counter (otc) pain relievers reportedly relieved the mild to moderate transient rectal pain that patient had complained of. Upon review of imaging, there was some rectal wall infiltration (rwi). It appeared that the hydrogel did not extend all the way to the rectal mucosa. This was identified as grade ii rwi because it was less than 25% of the circumference of the rectal wall. On the sagittal view, it was noted it may extend about 1 to 2cm. The pain from the patient resolved completely after two weeks. The plan is for the patient to receive stereotactic body radiation therapy (sbrt).

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).